Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the reporter, when a feeding tube was placed, the guidewire snapped from the stylet and a second feeding tube was placed, the guide wire snapped again. The feeding tubes had to be removed completely. A small bore ng sump tube was used without any difficulty. No patient harm reported.